Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle broke. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: one photo was received for evaluation. The photo provided shows a hub with the epoxy in tact, and the cannula snapped off at the epoxy cap therefore failure mode is verified. This is not a manufacturing defect. The possibility of excessive force, or being angled during use may have caused the cannula to break. Since the defect is not attributable to manufacturing, no further action is required. A device history record review was completed. Assembly batch 6299703 had 35 visual inspections performed on 1,900 parts with zero failures recorded. The point inspection system was challenged 34 times using 102 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported that bd precisionglide¿ needle broke. No serious injury or medical intervention was reported.